Event description:
On (B)(6) 2024, a 71 yo male patient had a bilaterial l-3-l4, l4-l5 mild procedure. On 8/23/2024, a vertos representative was contacted by the treating physician who reported that the patient had pain when bent over and numbness in the leg 4-6 hours after the procedure and went to the hospital on (B)(6) 2024. An MRI scan showed a hematoma on the left side of l3-l4. The patient was referred to a surgeon and underwent a successful laminectomy on (B)(6) 2024. Patient's spine was fused from t10-s1.